Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material/piece of metal came out of the scope during a reprocessing flush cycle issue could not be confirmed, as the device was not returned to olympus for evaluation. The issue may be detected/prevented by following the instructions for use section below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that a piece of metal (unknown object) came out of the duodenovideoscope during the flush cycle. The issue occurred during reprocessing. There was no patient involvement and there were no reports of patient harm.